Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not delivering insulin properly. Customer¿s blood glucose was 350 mg/dl at the time of incident. Customer also had blood glucose of 300 mg/dl. Customer was not called back after performing high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will be returned for the analysis.